Event description:
It was reported that the patient received a vibratory alert. Hv out-of-range impedance in the svc to can and rv to svc vectors was noted. The high voltage therapy vector was programmed rv to can and hvli alert was reenabled. The svc vector was programmed off. The lead remains implanted at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.